Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue in generating waste prompt. A technical support specialist dialed into the server and checked the pharmacy formulary. Verified that the use dispense amount option was enabled and explained to the customer that, in such cases, the system was designed not to trigger a waste when the full amount is removed. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, when ativan was withdrawn, the system did not prompt the nursing staff to perform a waste transaction. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, when ativan was withdrawn, the system did not prompt the nursing staff to perform a waste transaction. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.